Event description:
On (B)(6) 2021 the customer reported non-reactive covid igg results (access sars-cov-2 igg (1st is), part number c74339 and lot number 124466) were generated on the customer's access 2 (access 2 immunoassay analyzer, part number 81600n and serial number (B)(4)). The customer did not indicate whether the results were released from the laboratory. The customer did not report a change to patient care of treatment in connection with this event. The customer noted that the patient was subsequently tested using an alternate method (sars-cov-2 semi-quant total antibody, spike) test performed by labcorp (test manufacturer not provided). Customer noted the patient had a negative pcr test in (B)(6) (pcr test manufacturer and detailed test results not provided). No hardware errors were reported in conjunction with this event. System performance indicators such as calibration and quality control were passing within specifications at the time of the event. No issues with other assays was reported at the time of the event. No issues with sample integrity were reported by the customer. Sample collection, handling and processing information such as sample type, sample volume collected, sample quality, centrifugation time and speed, storage temperature and other information was not provided by the customer.

Manufacturer narrative:
(B)(6). The customer did not provide patient demographics such as age, date of birth, gender, weight, ethnicity or race. The access sars-cov-2 igg (st is) assay was not returned for evaluation. There were no reports of system issues at the time of the event. There was no report of issues with other assays at the time of the event. No hardware errors or flags were reported in conjunction with the event. The concentration of sars-cov-2 igg in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, diversity of antibodies and reagent specificity. Results obtained with the assay may not be used interchangeably with values obtained with different manufacturers¿ test methods. As shown in the who study, ¿establishment of the who international standard reference panel for anti-sars-cov-2 antibody¿, mattiuzzo et al., variability of quantitative results with the who 1st is evident manufacturer to manufacturer and method to method. Variation amongst quantitative results of serology assays are expected even when traceable to the same who international standard. Some factors which may contribute to variability of inter-manufacturer results are affinity of the antibodies in positive samples, assay format, and clinical decision points for the assay. Although variability amongst quantitative results is expected, it is important to note that the qualitative result should be in alignment with the results of manufacturers who also have a who traceable igg assay. In conclusion, the cause of this event cannot be determined with the available information.

Manufacturer narrative:
This event is part of field action fa-21047.

Manufacturer narrative:
This event is part of field action fa-21047.